Manufacturer narrative:
Follow up information was received on 19-oct-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced debilitating pelvic pain and abnormal bleeding/bleeding (understood as genital haemorrhage). In order to alleviate her symptoms, doctors performed a second permanent sterilization procedure, this time fishie clips were employed. Essure devices have remained in her body. Plaintiff did not recover. The events are listed in the reference safety information for essure. Pelvic, back, abdominal or uncharacterized pain and abnormal genital bleeding and menses pattern changes may occur with essure therapy. Considering the plausible temporal relationship between events and essure insertion and the lack of alternative explanation, a causal relationship between them cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, non serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("debilitating pelvic pains/ pain"), genital haemorrhage ("abnormal bleeding/bleeding/ abnormal bleeding (general)"), device expulsion ("migration of essure device location of device: left adnexal region, uterus") and device breakage ("migration of essure device location of device:device breakage") in an adult female patient who had essure (batch no. 624103/623882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic inflammatory disease, gravida ii and parity 2. Concurrent conditions included uterine bleeding, vaginal bleeding and syphilis. Concomitant products included medroxyprogesterone acetate (depo-provera). In october 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("heavy menstrual cycles/abnormal bleeding (menorrhagia)"), dysmenorrhoea ("menstrual cycles accompanied with more pain/ dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), abdominal pain lower ("sharp pain on left side and lower abdominal pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - laparoscopic hysterectomy), surgery and surgery (hysterectomy with bilateral salpingectomy - laparoscopic hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage, device expulsion, device breakage, dyspareunia, dysmenorrhoea, migraine, headache and abdominal pain lower outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, device breakage, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: per pfs: tubal ligation on unknown date. Medical records: on (B)(6)2010 : essure coils within endometrial cavity. Essure coils removed from endometrial cavity. On (B)(6)-2012: abnormal uterine bleeding, severe dysmenorrhea. Diagnosis: endometriosis. Laparoscopic hysterectomy-sometime in 2012. Patient claim that essure not worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion on na unknown date: the coils are seen on x-ray. One of the coil is noted in left adnexal region and other coil is vertically oriented in the midline. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received, device removal date added, surgery: hysterectomy added, event: abnormal bleeding (vaginal), migration of essure device location of device: uterus was updated, events outcome updated, lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('debilitating pelvic pains/ pain'), genital haemorrhage ('abnormal bleeding/bleeding/ abnormal bleeding (general)'), device expulsion ('migration of essure device location of device: left adnexal region, uterus') and device breakage ('migration of essure device location of device:device breakage') in a 41-year-old female patient who had essure (batch no. 624103/623882-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic inflammatory disease, gravida ii and parity 2. Concurrent conditions included uterine bleeding, vaginal bleeding and syphilis. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced device breakage (seriousness criterion medically significant). In (B)(6) 2007, the patient experienced dysmenorrhoea ("menstrual cycles accompanied with more pain/ dysmenorrhea (cramping)"). In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced menorrhagia ("heavy menstrual cycles/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("sharp pain on left side and lower abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - laparoscopic hysterectomy). Essure was removed in 2012. At the time of the report, the pelvic pain, genital haemorrhage, device expulsion, device breakage, dyspareunia, menorrhagia, dysmenorrhoea, migraine and vaginal haemorrhage had resolved and the headache and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device breakage, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: per pfs: tubal ligation on unknown date. Medical records: on (B)(6) 2010 : essure coils within endometrial cavity. Essure coils removed from endometrial cavity. On (B)(6) 2012: abnormal uterine bleeding, severe dysmenorrhea. Diagnosis: endometriosis. Date(s) of removal: (B)(6) 2010 as per pfs. Laparoscopic hysterectomy-sometime in 2012. Patient claim that essure not worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: results: total bilateral occlusion. Diagnostic results: on na unknown date: the coils are seen on x-ray. One of the coil is noted in left adnexal region and other coil is vertically oriented in the midline. Lot number: 624103 is valid. Lot number: 623882 is invalid . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet document received ,event date and outcome were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 13-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2007. Consumer underwent the required hysterosalpingogram procedure (no results were mentioned). After the implant, plaintiff began to experience debilitating pelvic pains, as well as heavy menstrual cycles accompanied with more pain. On or about (B)(6) 2011, doctors attempted to alleviate the unascertained pelvic pain and abnormal bleeding through a second permanent sterilization procedure. This time fishie clips were employed. This procedure, however, was unsuccessful in. Alleviating the pelvic pains and bleeding. Recently, she has been unable to ascertain the origins of her symptoms. Consequently, the devices have remained in her body and have continued to cause the same pelvic pains and bleeding. Company causality comment : this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced debilitating pelvic pain and abnormal bleeding/bleeding (understood as genital haemorrhage). In order to alleviate her symptoms, doctors performed a second permanent sterilization procedure, this time fishie clips were employed. Essure devices have remained in her body. Plaintiff did not recover. The events are listed in the reference safety information for essure. Pelvic, back, abdominal or uncharacterized pain and abnormal genital bleeding and menses pattern changes may occur with essure therapy. Considering the plausible temporal relationship between events and essure insertion and the lack of alternative explanation, a causal relationship between them cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("debilitating pelvic pains/ pain"), genital haemorrhage ("abnormal bleeding/bleeding/ abnormal bleeding (general)"), device dislocation ("migration of essure device location of device: left adne") and device breakage ("migration of essure device location of device:device breakage") in an adult female patient who had essure (batch no. 624103/623882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic inflammatory disease, gravida ii and parity 2. Concurrent conditions included uterine bleeding, vaginal bleeding and syphilis. Concomitant products included medroxyprogesterone acetate (depo-provera). In october 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("heavy menstrual cycles"), dysmenorrhoea ("menstrual cycles accompanied with more pain/ dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches") and abdominal pain lower ("sharp pain on left side and lower abdominal pain"). The patient was treated with surgery. At the time of the report, the pelvic pain, genital haemorrhage, device dislocation, device breakage, dyspareunia, menorrhagia, dysmenorrhoea, migraine, headache and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: per pfs: tubal ligation on unknown date. Medical records: on (B)(6) 2010 : essure coils within endometrial cavity. Essure coils removed from endometrial cavity. On (B)(6) 2012: abnormal uterine bleeding, severe dysmenorrhea. Diagnosis: endometriosis. Laparoscopic hysterectom: sometime in 2012. Diagnostic results: on na unknown date: the coils are seen on x-ray. One of the coil is noted in left adnexal region and other coil is vertically oriented in the midline. Most recent follow-up information incorporated above includes: on 1-mar-2018: reporters added and updated patient demographics. Historical condition, concomitant disease, concomitant drug were added. Added lot number. Added events migraines / headaches, migration of essure device location of device: left adne, device breakage, dyspareunia (painful sexual intercourse), sharp pain on left side and lower abdominal pain. And updated events. On 1-mar-2018: processed with follow up 3. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("debilitating pelvic pains/ pain"), genital haemorrhage ("abnormal bleeding/bleeding/ abnormal bleeding (general)"), device expulsion ("migration of essure device location of device: left adnexal region, uterus") and device breakage ("migration of essure device location of device:device breakage") in an adult female patient who had essure (batch no. 624103/623882-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic inflammatory disease, gravida ii and parity 2. Concurrent conditions included uterine bleeding, vaginal bleeding and syphilis. Concomitant products included medroxyprogesterone acetate (depo-provera). In october 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("heavy menstrual cycles/abnormal bleeding (menorrhagia)"), dysmenorrhoea ("menstrual cycles accompanied with more pain/ dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), abdominal pain lower ("sharp pain on left side and lower abdominal pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - laparoscopic hysterectomy), surgery and surgery (hysterectomy with bilateral salpingectomy - laparoscopic hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage, device expulsion, device breakage, dyspareunia, dysmenorrhoea, migraine, headache and abdominal pain lower outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, device breakage, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: per pfs: tubal ligation on unknown date. Medical records: on (B)(6) 2010 : essure coils within endometrial cavity. Essure coils removed from endometrial cavity. On (B)(6) 2012: abnormal uterine bleeding, severe dysmenorrhea. Diagnosis: endometriosis. Laparoscopic hysterectomy-sometime in 2012. Patient claim that essure not worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion on na unknown date: the coils are seen on x-ray. One of the coil is noted in left adnexal region and other coil is vertically oriented in the midline. Lot number: 624103 is valid lot number: 623882 is invalid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.